Manufacturer narrative:
(B)(4). G2: foreign - event occurred in south africa. The device is expected to be returned for analysis and an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the driver tip broke off in the patient during tightening of a plate screw in a bi-malleolar procedure. The fragment was retrieved intra-operatively with forceps and removed from the surgical field, resulting in approximately a 1¿2 minute delay to the procedure. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.